Event description:
The customer reports that the attachment of wires that hold the mini c-arm in place were broken off. No pt injuries were reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The mini c-arm hv cable was replaced due to exposed wires. The damaged key switch and cable covers were also replaced. The system operates as intended.